Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed a faulty circuit board caused black and white images to display. The specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset printed-circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, faulty usb connector board and faulty dp board causing black and white images were noted. In addition, a worn- out connector latch causing poor connection to the pigtails was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.